Event description:
It was reported to medtronic minimed that the customer experienced received stuck button alarm and crack on the back of the pump. Also customer experienced diabetic ketoacidosis, hyperglycemia with a blood glucose value of 44 mmol/l and treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1782k. Troubleshooting was performed and confirmed customer reported issue high bgs and crack on the back of the pump. Customer has been using the insulin pump system within 48hrs of reported high bg event and auto mode feature was not active at the time of event. No further patient complications were reported. Mmt-1782k was requested and customer response was the device will be returned. Customer will discontinue using the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No crack at the back reservoir compartment noted during visual inspection. However, the pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08490 inches. The pump was monitored and no stuck button alarm noted. Successfully downloaded pump traces and history file using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 04/09/2024 to 04/10/2022, 04/09/2024 and 07/29/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 08-apr-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There was no data available to verify stuck button alarm and unexpected pump error(s)/alarm(s) 1 week prior to the event date 08-apr-2024 in the formatted history file. All buttons function properly. No stuck button alarm noted during testing. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (23.2 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a damaged (peeling) display window cover. Cosmetic damage at the back reservoir compartment was not confirmed, however, other cosmetic damage was noted during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly and stuck button alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.